Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dtma1qq ICD, 429888 lead, 6935m55 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible power disconnect of the controller. The controller remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient did not recall a double power disconnect; however, the disconnect occurred at the usual time the patient uses the restroom at night. It was suspected the double power disconnect was related to this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller, con310924, was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis could not be performed as the device was not returned. Log file analysis revealed two (2) power-up events on (B)(6) 2018 at 02:39:12 and (B)(6) 2018 at 14:41:57 likely due to a disconnection of both power sources. However, the data log files do not cover the power-up events date. As a result, the reported event was confirmed. Based on available information, the most likely root cause of the reported event can be attributed to double disconnection. There is an internal investigation for double disconnections. If information is provided in the future, a supplemental report will be issued.